Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that the patient had the system removed to have another medical procedure. The hcp was requesting MRI compatibility guidelines for the patient. When the physician was removing the device, the lead got stuck and when the physician pulled the distal portion of the lead, it snapped and it was in the patient's distal sacrum. The physician was dissecting the lead out from the lead introducer. The issue noted was broken/ fractured/ damaged. Damage was at the electrode in tissue. It is unknown if the patient recovered completely. No symptoms were reported. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain information about actions/ interventions taken to resolve the lead fragment and the cause of the lead breakage. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models3093 and 3889 interstim tined lead s", educational brief/physician communication (december 2010).

Manufacturer narrative:
(B)(4).